Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while transferring the patient from the surgical suite to the recovery room this right ventricular (rv) lead oversensed noise for a duration of three seconds. Attempts to recreate the noise were unsuccessful. A chest x-ray revealed a fracture near the pocket. Further pocket manipulation resulted in oversensed noise, partial loss of capture (loc) and high out-of-range pacing and shocking impedances. Surgical intervention was performed and the lead was explanted. During the extraction process the lead was significantly damaged and will not be returned for analysis. No adverse patient effects were reported.